Event description:
The facility reported a pump with a door will not open problem. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The reported condition of a door that will not open was confirmed during product evaluation. Inspection of the pump found that this event was due to a faulty open button on the pump head module keypad. The pump head module keypad was replaced to address the reported condition. The pump was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA.